Manufacturer narrative:
On an unreported date, in the month previous to the month of this report, the patient experienced the peritonitis and was hospitalized for the event. On an unreported date, in the same month as the receipt of this report, the patient¿s peritoneal dialysis (pd) catheter was removed, the patient was switched to hemodialysis and dianeal/extraneal therapies were discontinued. At the time of this report, the patient remained hospitalized and the patient was not recovered .

Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2018. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a use error/ breach in aseptic technique which resulted in peritonitis. The cause of the peritonitis was reported by the patient¿s relatives as due to damage to the ¿main line of the homechoice leading to the patient"; further described as "the line was torn by a cat". It was not reported if the patient was hospitalized for the peritonitis. No further detail was provided regarding treatment, outcome or whether automated peritoneal dialysis (apd) was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.